Manufacturer narrative:
The impella device was returned and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The user facility in japan reported a patient of unknown age and gender in acute myocardial infarction/cardiogenic shock was to be implanted with an impella cp device for mechanical circulatory support. While setting up the impella cp for support, the purge set up failed, replaced with a separate purge set, with no improvement. The automated impella controller (aic) needed to be replaced, but there was no backup controller available. The impella insertion was aborted and there was no patient harm reported.

Manufacturer narrative:
The investigation into the aic - purge disc/flag issues has been completed since the original report was filed. The console was returned for investigation and was tested upon return. Data logs from the complaint date revealed that the console issued the purge disc not detected alarm several times. The console was tested after arriving. The issue with properly detecting the purge pressure disc was reproduced, and purge flag was confirmed to be missing. The cause of the issue was a missing purge flag.